Event description:
A lead extraction procedure commenced to remove two right atrial (ra) leads (one active, one abandoned), and two right ventricular (rv) leads (one active, one cut/abandoned) due to bacteremia. Spectranetics lead locking devices (llds) were inserted into each of the ra leads and the active rv lead, to provide traction (the abandoned rv lead was not prepped with a traction platform). Beginning with a spectranetics 14f glidelight laser sheath, both ra leads were extracted and removed. Then, during attempts to calibrate devices (to use on the rv leads), bleeding was detected via angiography, with use of contrast media. Rescue efforts began, including sternotomy and bypass. A superior vena cava (svc) perforation was discovered and repaired. Post-sternotomy, the active rv lead was removed in its entirety, and the abandoned rv lead was partially removed, with the lead remnant remaining in the patient. The patient survived the procedure. This report captures the 14f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of the 14f glidelight in use during the procedure.

Manufacturer narrative:
A2/a3b.): the patient's date of birth and gender are unknown. D4): the serial number is unknown. H3): the glidelight was not returned, thus no returned product investigation was performed. H6): great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.